Event description:
It was reported that the screen of the external pulse generator was cracked. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the programmer was returned and analysis did confirm the customer comment that the unit booted up very slowly, but was unable to confirm the customer comment that the fan quit working. Analysis did find a missing keyboard screw moving freely inside the power supply which may have interfered with the operation of the power supply and a loose electrocardiogram (ECG) connector, (B)(4).

Event description:
It was reported that the screen of the external pulse generator was cracked. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.